Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b1, b2, b5, h1, h6 (medical device problem code and health effect impact code). Device evaluation: the device was returned to a zoll approved service provider for evaluation. The device performed to specification. A review of the log shows after the 6th successful cardioversion the next cardioversion attempt is unsuccessul; the device could not consistently identify an r wave due to the change in morphology of the patient's rhythm. In these instances, the shock button needed to be held down for up to several seconds. The device was recertified and returned to the customer. The r series operator's guide states a standard ECG cable and ECG electrodes are recommended for use during a cardioversion. If the sync marker does not appear over the r wave, select a different ECG lead. If the sync marker does not display, the defibrillator will not discharge. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after the sixth successful cardioversion, the subsequent attempt was unable to cardiovert. Complainant indicated that the patient subsequently sustained an injury. However, the customer was unable to provide any additonal information on the type of injury sustained.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently sustained a serious injury. The customer was unable to provide information on the patient's injury.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.